Manufacturer narrative:
No product to be returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a single piece silicone lens model aa4204vf and the lens tore. The surgeon removed the lens with no pt injury. The lens was discarded in the operating room.